Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. Corrected/updated h3 the device evaluated by manufacturer. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the hematoma was most likely use related as the clinical details state a hematoma was noted after the patient was turned for a bath.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: the patient is a 63 year old male supported with an impella cp for acute myocardial infarction and cardiogenic shock, with pre support condition consistent with scai shock stage d. A small, self limited access site hematoma occurred after patient movement and routine care while on anticoagulation and antiplatelet therapy. The event did not require intervention, resulted in no blood loss, and the patient survived to explant. No evidence currently suggests device malfunction; however, returned product evaluation will assist in confirming device performance.

Event description:
Clinical narrative: the patient is a 63 year old male supported with an impella cp for acute myocardial infarction and cardiogenic shock, with pre support condition consistent with scai shock stage d. A small, self limited access site hematoma occurred after patient movement and routine care while on anticoagulation and antiplatelet therapy. The event did not require intervention, resulted in no blood loss. While on impella cp support and was taken for CABG surgery. Patient hypotensive with anesthesia induction requiring vasoactive infusions and boluses. Impella cp was removed via surgical cutdown and thrombus was noted at explant. The patient survived to explant.

Manufacturer narrative:
This follow-up report is being submitted to update b5 and h6 codes based on new information received on 26-mar-2026 and to document that the device has been returned to the manufacturer for investigation. B5 has been updated to include new information that was not available at the time of the initial report. The revised b5 provides a complete event narrative. D9 has been updated to reflect that the product was returned for investigation. H6 health effect ¿ clinical codes e2321 (low blood pressure/hypotension) and e0514 (thrombosis/thrombus) have been added. H6 health effect ¿ impact codes f1903 (device explanation) and f2303 (medication required) have been added. F12 (serious injury/illness/impairment), which was reported on the initial MDR, is no longer applicable and has been removed.